Event description:
It was reported that " pt tries to charge pump, she needs to jimmy cord around until it fits perfectly. Then she will check back on her pump and see it stopped charging". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.